Event description:
It was reported that a malfunction occurred on the pump with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue recurred, which they understood and acknowledged.